Event description:
It was reported that the patient received inappropriate therapy due to noise. High capture threshold and impedance were observed. X-ray and fluoroscopy were inconclusive. Lead anomaly suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.